Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, the insulin pump stopped working. Customer was attempting to bolus and when the device prompt the customer to enter customer's carbohydrates consumed it was stuck. Customer removed the battery, inserted a new one, and it alerted low battery. Customer removed it, reinserted it, and now the buttons are unresponsive. Customer's blood glucose was 7.0 mmol/l. The customer didn't recall any significant event which may have caused the keypad. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. The insulin pump powered up properly after battery installation and no unexpected low battery alarms noted. The operating currents are within specification. The insulin pump has cracked case at the display window corners, cracked display window, cracked battery tube threads and minor scratched lcd window.